Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. Prior to being placed on the impella cp, the patient arrived with complaints of chest pain/pressure ongoing for 4-5 days prior. It was planned for the patient to be placed on an intra-aortic balloon bump (iabp), but the patient immediately pulseless electrical activity (pea) arrested. Code was called and the decision was made to place the impella cp. During support, the patient experienced limb ischemia bilaterally. Mottling and temperature changes were noted. The decision was made to send the patient for vascular surgery to explant the device and repair. Subsequently, it was reported that the patient's labs were worsening. Additional information noted care was withdrawn and the patient expired.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.